Event description:
It was reported to boston scientific corporation that a mantis clip was used during a procedure performed on an unknown date. During the procedure, the clip did not deploy. An attempt to reposition the clip was made, while trying to close the clip it did not close and stayed open. The clip was then deployed in an open position and retrieved with a net. However, in the process of netting to remove the clip, another clip was displaced that had been already placed. The procedure was completed with a third clip. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.